Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk), the package of electrode pads were difficult to open. Complainant indicated that the clinician obtained another package of electrode pads from the same lot to continue treating the pt and they worked fine. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.